Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
During procedure, image come out foggy image in the center, after taking out from patient body, the foggy still at there under cold environment. This event occurred at the time of during use. There was no report of patient harm.